Event description:
This is a report of a peritoneal dialysis patient who passed away. The cause of death was reported to be a myocardial infarction. The patient was not hospitalized prior to death. Automated peritoneal dialysis therapy was ongoing prior to the patient passing away. It was unknown if the patient was connected to the homechoice device at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review was performed which revealed no issues that could have caused or contributed to the reported issue. The service history review was not performed because there were no previous service events since the manufacture of the device. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.